Manufacturer narrative:
An event of exertional dyspnea, mg of 44, two immobile cusps and the leaflets appearing thickened was reported. The results of the investigation are inconclusive since a valve-in-valve procedure was performed and the device was not accessible for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
9 october 2019: additional information received on 7 october 2019 reported that the patient was discharged on the 3rd post-operative day. On (B)(6) 2014, a 29mm trifecta valve was implanted. In early summer of 2019, the patient presented with exertional dyspnea and mg of 44. Tee showed two cusps of the valve were immobile and all leaflets seemed thickened. On (B)(6) 2019, a valve in valve was performed and a competitors 34mm evolut r was successfully implanted.